Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient felt an overdischarge for a lightning. After the overdischarge the patient fell. After that the impedance were over 10,000 ohms. In (B)(6) 2017 the patient fell after they received an overdischarge for a lightning. On the day of report they changed the leads after they read the impedances the generator was good. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis of lead (B)(4) found no anomaly. Analysis of the lead (B)(4) found that the stimulation lead body conductor was broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.